Event description:
It was reported that during a gastric bypass procedure the device partially cut, but did not staple. Some bleeding occurred, but there was no blood products transfused. The surgeon cut the tissue back and used another device to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.